Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and screening test of the returned device were performed following j&j medtech procedures. Visual inspection revealed holes in the pebax. A screening test was performed and the device was recognized and visualized correctly; however, high force values were displayed on the screen due to open circuits at the tip area. A microscopic examination of the peek housing was performed and insufficient adhesive application on the wires inside the tip was observed. The open circuit observed could be related to the force sensor error reported by the customer, the complaint was confirmed. The potential cause of the broken pebax could be related to the manipulation of the device during or after the procedure, however, this could not be conclusively determined. The potential cause for the open circuit could be related to the insufficient adhesive observed, however, this could not be conclusively determined. The root cause of the adhesive condition is traced to the manufacturing process. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. Internal actions are being performed to investigate the force issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an supraventricular tachycardia (svt) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and post procedure the bwi product analysis lab identified holes in the pebax. During the procedure, an error 106 code occurred after the catheter was plugged into the carto system. No force values were displayed. The catheter was replaced and the procedure continued. The operation was completed. No patient consequences were reported.